Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing was observed due to noise on the right ventricular (rv) lead. Diagnostic imaging was performed and showed no anomalies. The noise could not be reproduced during isometric testing. The physician elected to monitor the patient at follow-up. The patient was in stable condition.